Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that screen went blank in the middle of the op check showing a red "x." There was no pt involvement.